Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of issues with the customer's sensor. The customer states they are receiving threshold suspend alarm and calibration errors. The customer's blood glucose level was 93mg/dl, and their sensor reading was 41mg/dl. The sensor and blood glucose readings were found to not be within the acceptable range. Troubleshoot was conducted. The cannula was noted to be curved. The customer was advised the sensor would be replaced.